Manufacturer narrative:
The insulin pump rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump was received with the currents within specification and passed self-test. No unexpected audio or beep anomaly noted and the audio and beep works properly. The vibrator works properly. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 64 mg/dl then dropped to 48 mg/dl. Device had passed the self test. Customer mentioned the device was not beeping loud enough. Customer wanted the device replaced. Customer agreed to return the device for analysis.